Event description:
I am a CPAP user who was using philips dream station 2 CPAP machine. My sleep apnea is rated as severe, so I use the machine every night. Around the same time (approximately (B)(6) 2021), I started waking up with very painful headaches and noticed black particles in my humidification chamber (which I only used bottled distilled water for). As this was before the philips recall notice, I simply kept using the machine. When the recall notice came out, on the recommendation of my doctor - I have stopped using the CPAP machine completely. FDA safety report ID # (B)(4).